Event description:
In the early 2000's, I was tested by the titer for lyme disease. The u.s. Government's two-tier borrelia (lyme) testing protocol caused me intractable harm because of delayed diagnosis and time wasted before I finally was diagnosed clinically and treated in 2005. This was at a major teaching hospital. Had I been diagnosed immediately, I would have had treatment that may have been successful. Recently, I was approved for disability with 8 qualifying conditions. All due to the misdiagnosis (fibromyalgia, arthritis...). The same thing happened to my husband, only his 1st titer was 3 years earlier than mine. He went with no diagnosis until 2006 and is also in and out of treatment. The MFR site was (B)(6) medical center.